Manufacturer narrative:
Recall: this ipg serial number was included in multiple field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with any external devices. Reportedly, the patient programmer displayed an error message yielding the device inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with an updated model. Effective therapy was achieved postoperatively thus resolving the issue.